Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in may 2022. Although it was determined that the defects were likely caused by stress of repeated use, external factors or handling, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a dent on distal end, water tightness was lost. In addition, bending section cover had a scratch. Adhesive on bending section cover had a chip. Due to wear on lock engagement lever, the angle knob torque of lock engagement lever while engage exceeded the standard value. Due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured. Label on video connector was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported a loaner asset (endoeye flex deflectable videoscope) tip had an air leak. There was no report of patient harm associated with this event. During incoming inspection, it was determined the objective lens adhesive was peeling. This medwatch is being submitted to capture the reportable malfunction found during evaluation.